Event description:
It was reported that the programmer was unable exit the "welcome"screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer did not exit the initial dialog screen during boot-up and therefore the software was reconfigured and reloaded. Analysis also found that the cooling fan was intermittently noisy, the power cord bay had a bent tab and the keyboard was missing a screw. All found defective parts were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).